Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Device passed the delivery accuracy test at 0.08730 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose was 400 mg/dl, 449mg/dl, 375 mg/dl, 357 mg/dl, 353 mg/dl, 246 mg/dl. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under over delivery. The customer believe that the insulin pump was under delivering insulin. The insulin pump will be returned for analysis.